Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock connection was leaking. An infusion set change was performed resolving the issue. Customer's blood glucose level was 170 mg/dl.